Event description:
A customer reported an rh discrepancy for a patient on galileo echo instrument (B)(4).

Manufacturer narrative:
The plate image files were reviewed by an immucor technical support specialist. Visually it appeared that no anti-sera had been pipetted into the wells. Review of the instrument event log revealed a volume discrepancy for anti-d series 4 and anti-d series 5 reagents during the batch run. This suggests possible bubbles or foam. On (B)(6) 2011, repeat testing was performed on instrument (B)(4) and the expected positive (4+) results were obtained with both reagents. Visually the cells appeared positive as expected. The customer was instructed to perform a probe accuracy test. The results were acceptable. No additional rh discrepant results have been identified. The instrument is operating as expected.